Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. The logs for the concomitant product were reviewed by medtronic personnel. Log analysis found that the transfer was incomplete and that the behavior was recommended to be recorded in the medtronic navigation software anomaly tracking database for the imaging system.

Event description:
Medtronic received information that, while in a procedure, the image acquisition from the imaging system could not be transferred to the navigation system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: this MDR was a duplicate submission. This event has been reported under filing number 1723170-2018-02141.

Manufacturer narrative:
UDI updated. Device manufacturing date is updated. The software investigation was found to be inconclusive and they were unable to determine the probably cause of the issue as it relates to the software.